Manufacturer narrative:
Additional information received on january 13, 2022 indicated that the patient re-scheduled for explantation on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on december 16, 2021 indicated that patient had a previous bilateral rupture. However the brand of previous implant set were replicon manufactured in other company. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent a breast augmentation revision with a mentor memorygel, 325c silicone breast implant experienced left-sided rupture post procedure. The physical examination diagnosed the issue. As a result, patient scheduled for bilateral replacements with unknown prosthesis on (B)(6) 2022.